Event description:
It was reported that during a surgery the doctor found the lead was broken. The lead was replaced during the surgery and the patient was well. The purpose for the surgery was not provided.

Manufacturer narrative:
Lead model 3389-40. Lot# 0205356780. Implanted: unknown. Explanted: unknown.